Event description:
It was reported to philips that the system's footswitch failed, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic procedure. The procedure was completed as planned by using the wired footswitch. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system's footswitch failed, which can impact imaging. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and found the wired footswitch was not working and the doctor had to press the footswitch with pressure to work. To resolve the issue, fse replaced wired footswitch. After replacement the device returned to good working order. An update has been made to the instructions for use regarding the charging and handling of the wireless footswitch. It is now necessary to keep the wired footswitch continuously connected. Consequently, as outlined in the sequence of events, utilizing an alternative footswitch or hand switch allows the procedure to proceed with little to no interruption, and any malfunction is unlikely to result in death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.